Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. Evaluation codes updated.

Event description:
It was reported that t2 did not deploy. T1 stayed in and t 2 was removed.